Event description:
It was reported the patient underwent a bearing exchange approximately three and a half (3.5) months post-implantation due to a dislocation that was identified during routine review. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products in the d10 narrative below. D10: concomitant medical products, part (lot): 110031424 (67233161). G2: foreign - event occurred in australia. Attempts have been made to gather all product identification information, and no further information has been provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.